Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and a noisy motor was found further evaluation revealed a corroded gearbox. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for getting warm could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. The root cause for the mdu not working was associated with a mechanical component failure. Factors that could have contributed to the failure include improper cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a hip arthroscopy, the mdu stopped working and it was warm. Neither the foot pedal nor the handpiece would control the shaver or burr. There was a back-up device available, and no delay was reported. There was no patient involvement.